Event description:
It was reported that the customer experienced a high blood glucose (bg) level value not proved. Suspected cause was due to the customer¿s personal profile requiring adjustments. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.